Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. Device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's right eye due to a combination of an initial refractive miss and subsequent development of asymmetric vault. The surgeon attempted to replace the lens with another lens of same model, different diopter, but he surgeon was unable to position the lens. As result, another lens of different model was implanted successfully.